Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio observed that when printing the code summary using dc (battery) power, and a low battery in well #1, that the unit would power off by itself. Physio then replaced the power pcb assembly, as well as the battery power cable assembly (harness), and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a recent patient event. Physio-control requested additional information from the customer about the patient and the event; however, the customer was unable to provide physio with any further information.